Event description:
The customer reported an occlusion alarm, but the alarm number could not be verified in the pump history. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge. Customer continued to use the pump for insulin therapy.